Event description:
It was reported by the patient's daughter that the patient's pacemaker malfunctioned, and her heart rate was in the thirties. No further information could be obtained. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076, implantable pacing lead, (B)(6) 2010. (B)(4).